Event description:
It was reported that the control module alarmed and an error code l4-004 was received during a breast biopsy. Another device was used to complete the procedure. Patient consequence was not reported.

Manufacturer narrative:
Based on anaylsis results, this complaint is not determined to be a MDR malfunction. The issue reported by the customer has been verified. The analysis site confirmed the customer complaint and replaced the vso (solenoid) to correct the issue. The unit was serviced, repaired and passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.